Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he wasn't getting insulin today because the cannula was crimped. Customer's blood glucose was 389 mg/dl. Customer's current blood glucose was 325 mg/dl. Customer also mentioned he programmed a bolus of almost 18 unit of insulin. Customer thought he had to correct more and administered another 4 units of insulin. Customer then suspended the device. Customer stated he had 21.10 units of active insulin in him. Customer was advised to check blood glucose and it was 276 mg/dl. Customer also stated his device was set at a max bolus of 18 units. Customer bolus history did show a bolus of 18.75 units. Customer blood glucose then lowered to 149 mg/dl and then 126 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.